Event description:
It was reported the pt's white blood count was elevated. The pt did not present with any infection symptoms. However, the physician explanted the entire scs system. The cause of the change in white blood count has not been determined. The pt is not being treated with anything. The explanted products are being cultured and tested to further evaluate the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.